Event description:
It was reported that during a procedure for basilar artery middle segment stenosis, the physician prepared and flushed the subject stent which was delivered to the left va v3 segment and very big resistance was encountered. The subject stent could not be advanced any more even after several tries. The physician withdrew the subject stent from the patient anatomy to examine it and during the withdrawal, the subject stent deployed unexpectedly at the y valve of the micro catheter. The procedure was completed successfully with another product and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported lot number was confirmed from the returned packaging. During visual inspection, the delivery catheter was kinked in several locations along the entire shaft length. The delivery catheter was flattened at 5cm from the distal end. The stent was returned in its deployed state and noted to be deformed and broken/ fractured. There was some kinking noted to the distal end of the stabilizer. No other anomalies were noted. During functional inspection, the distal tapered tip was cut in order to remove the stabilizer, the stabilizer was removed from the catheter without difficulty. There was further kinking noted to the stabilizer. The reported event was confirmed based on the device analysis. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was severely tortuous with 92% calcification and stenosis at the target site. There were (B)(4) attempts made to re-position the device. The device was returned for analysis and the stent was returned in its deployed state, the stent was deformed and broken. The damage noted to the stent delivery system is indicative of the reported event. It is probable that the device was damaged as a result of the resistance experienced while navigation through the tortuous anatomy causing the damage noted to the delivery system. It is probable that the stent was then deployed and damaged in the rhv during removal from the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure for basilar artery middle segment stenosis, the physician prepared and flushed the subject stent which was delivered to the left va v3 segment and very big resistance was encountered. The subject stent could not be advanced any more even after several tries. The physician withdrew the subject stent from the patient anatomy to examine it and during the withdrawal, the subject stent deployed unexpectedly at the y valve of the micro catheter. The procedure was completed successfully with another product and no clinical consequences were reported to the patient due to this event.